Manufacturer narrative:
The customer¿s report of vital signs change when tubing was replaced was not confirmed. The suspect syringe pump module was not returned for investigation. Visual inspection of the concomitant pc unit noted no damage or anomalies. The event was reported to have occurred sometime on (B)(6) 2015, however review of the event log in the pcu provided by the customer showed no entries recorded for that date, and no entries for the drug flolan recorded. The root cause of the customer¿s report could not be identified.

Manufacturer narrative:
The concomitant device has been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported that a patient "had acute decompensation for 30 minutes" following a change of tubing and syringe of flolan even though it had been running for 20-30 minutes before connecting to the patient. No long-term patient harm was reported.